Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2021, an event of svd on a mitroflow valve was reported. The surgeon provided 31 serial numbers, and was inquiring about which model (dla or lxa) each valve was, and also which valve has the old or the new anticalcification method. This case refers to the 18th serial # provided. Implant time is unknown.